Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), part# 314.482 ,lot# 1172429, manufacturing date: 07. March 2003. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instrument room technician was putting set together and he noticed screw driver tip is sheared off. There was no patient involvement. No additional information available. This complaint involves 1 device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one 1.0mm cruciform screwdriver blade w/spring holding slv-hxc (part#314.482 lot#1172429) was received at customer quality (cq) for evaluation with complaint category "tip broken : procedural step unknown" and with complaint description "it was reported that instrument room technician was putting set together and he noticed screw driver tip is sheared off". The returned screwdriver is used to insert 1.0mm cruciform cortex screws in multiple systems including the variable angle locking hand system this complaint is confirmed, as the returned screwdriver cruciform tip has sheared off. All four tips (2 opposing straight tips and two opposing chamfered tips) have sheared off at their base and were not returned for evaluation. Unable to determine a definitive root cause, however, the complaint condition was most likely caused by excessive torque encountered over the lifetime of this 13+ year old device. It is not likely that the design of the instrument contributed to this complaint. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.